Manufacturer narrative:
Visual inspection of the returned product showed the ftp indigo was returned inside the cartridge and half of the lens was covering the ftp, consequently, we were unable to evaluate it. The other half of the lens was returned stuck inside the vial. There was evidence of a clear surgical residue. Eval: conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, can not be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
It was reported that after a cc4204bf collamer single piece lens was loaded, the surgeon noted the foam tip plunger was not in the middle, resulting in the lens being damaged in the injector. No patient contact.